Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 2.50mm x 12mm fg emerge balloon catheter was advanced for dilatation. However, during initial inflation, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications nor injuries were reported, and the patient was in good condition post-procedure.